Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8299697. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation the condition reported by the customer is not confirmed. No samples or photos were returned for evaluation. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the day after placement leakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the next day after the needle was indwelled , there was the leakage when opened the needle.